Event description:
It was reported that the patient was going to be in the hospital for a few weeks and charged the ins fully before. Every time the patient had to do physiotherapy etc., they would turn the ins off and then on again. Ins is now discharged. The patient cannot interrogate it anymore and does not have the recharger with them. The patient would like to have assistance in charging the ins as they had 10 days left in the clinic and no opportunity of getting the recharger or charging before then. Contacted manufacturer representative (rep) for request of assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient going to the hospital was unrelated to the device/therapy. Offered to provide a replacement charger and contacted rep to see if there was availability to charge the patient. Neither option was possible. Asked the patient to have someone bring her the recharger from home. There is no defective device nor need for return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.